Event description:
A 4.0 mm diameter by 30 mm length driver stent delivery system was inserted for treatment of a lesion located in the right coronary artery. The pt's vessels were reported to be severely tortuous and severely calcified. Stenosis was 99 percent. The lesion was pre-dilated with a 2.0 mm x 15 mm balloon and a 3.0 mm x 15 mm balloon. It was reported that the physician was having difficulty advancing the guide catheter and guide wire to the distal right coronary artery. During the advancement of the guide catheter, the pt's artery was dissected. The stent delivery system was inserted in an attempt to treat the dissected artery however the physician was unable to advance the stent due to the severe calcification and tortuosity of the artery. Upon removal of the stent delivery system the stent hit the edge of the guide catheter and the stent came off the balloon. The stent travelled in the ostium and to aorta. The physician attempted to snare the stent, gut the snare pushed the stent up and over the aortic arch and the last place the stent was detected was in the bifurcation of the iliac artery. The case was aborted at this time. It was reported that the following day the pt expired due to the loss of blood pressure at the time of the dissection. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon. There was evidence of footprints and pillows on the balloon. The stent was not returned.